Event description:
In late 2008, the sales rep reported that during a l5-s1 lumbar fusion surgery, the surgeon was performing the final tightening and inserted the final driver through the counter torque wrench, placed the tip of the driver into a closure top and slid the counter torque wrench over the screw head. When locking, the driver tip popped out of the closure top hex. The surgeon then reseated the driver tip into the hex without removing the counter torque wrench from the screw head. In continuing to lock, the closure top female hex stripped. The surgeon removed the closure top with the other final driver in the kit, inserted a new closure top into the screw and final tightened successfully with the first final driver used and counter torque wrench.

Manufacturer narrative:
Requests have been made for the return of the product. Eval is pending upon the return of the product.